Manufacturer narrative:
Cine received and reviewed by the clinical r&d (research and development) staff engineer, and the review stated "based on the single fluoro video provided, it is evident the bottom (reported) clip is opened beyond the fully closed position (~10°) per the instructions for use".

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause for the reported clip opening while locked in this incident could not be determined. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip slightly opened after deployment requiring an additional clip for stabilization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and a good grasp was obtained and leaflet insertion was satisfactory, and it was decided to deploy the clip. After removal of the lock line, it was noted that the clip partially opened. In order to stabilize the first clip and to reduce the regurgitation lateral to the first clip, a second clip was implanted lateral to the first one. Two clips implanted with good results; mr was reduced to 2+. No additional information was provided.